Event description:
Additional information received states that no other medical intervention was required and there was no requirement for removal or revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H3, h6: photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the head of matneu scr 1.5 self-drill l4 tan 4u I/c was observed broken. Fragments were not observed in the visual evidence provided. No other issues were identified. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr 1.5 self-drill l4 tan 4u I/c. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.503.104.04s. Lot number: 8952p96. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 11 jan 2024. Manufacturing site: jabil bettlach. Expiry date: 01 jan 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024 . During the surgery, when inserting the screw, the screw broke. Another device was used to complete the surgery. There were no adverse consequences to the patient. Procedure was completed successfully with no delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G4: device is not distributed in the united states, but is similar to device marketed in the USA.